Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed an alarm and shutdown and rebooted was confirmed during the review of the event log but not during functional testing. Upon visual inspection no physical damage was observed. During functional testing. The console passed functional testing and the electrical safety test with no issues found. The event log was reviewed and noted the occurrence of the mid: 14 (bg power supply) error message and mid:16 (software), thus confirming the reported complaint.

Event description:
Approximately 48 hours of ivtm therapy, the thermogard console (sn (B)(4)) shut down and displayed an unspecified alarm. Following this, the console rebooted on its own and therapy was continued. The following day, the thermogard console was replaced and continued with the therapy. No known impact or patient consequence was provided.